Manufacturer narrative:
(B)(4). Per the user facility¿s biomedical engineer (biomed), after changing out the water and cleaning the cooler heater unit, they turned the unit back on it "smelled warm" and the cpg pump was not running, so they turned it off and unplugged the unit. The biomed stated there were no fault indicator lights, the unit is cleaned weekly and observed no leaks from the unit.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pump was not running on the cardioplegia (cpg) side of the cooler heater unit. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) verified that the pump was not circulating water. The fsr found that the cardioplegia (cpg) pump failed. The fsr replaced the cpg pump and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.